Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump error hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer's blood glucose level was unknown. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. The customer stated that the insulin pump had power error detected alarm. The insulin pump will be returned for analysis.